Event description:
A correction report is needed to remove the decreased defibrillation code as it did not occur on the device.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and pacing inhibition were detected on the right ventricular (rv) channel of the device. Additionally, there was decreased pacing impedance on the rv channel of the device. The patient reported experiencing dizziness. No intervention has been performed, although a lead replacement is anticipated, and technical support provided reprogramming recommendations. The patient is stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.